Manufacturer narrative:
The thermometer was not returned for evaluation. The mfg plant could find no report of a unit being returned or serviced from the reporting customer. Serial number was not reported, therefore, no lot history check could be performed. Labeling addresses the uses of probe tips in infants and small adults. A copy of the labeling was provided to the customer. No actual instrument problem could be established.

Event description:
Customer reports," the thermometer gives low readings. The reporter is very concerned since the product is used in recovery rooms." The reporter further states, "since the product is required to be inserted adequately into the ear canal, reporter is concerned about adults with small ears and children." No injury is reported.